Manufacturer narrative:
(B)(4) . The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2018, the patient, with a posterior flail and grade 4+ degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and a second clip was needed; however, the mean pressure gradient increased to 5 mmhg, so the procedure ended with one clip implanted, reducing mr to grade 1-2. On (B)(6) 2018, due to disease progression, mr increased to grade 4+. The previously implanted clip was noted to be well attached to both leaflets; however, the mean pressure gradient increased 8-9 mmhg. One additional clip was implanted, reducing mr to grade 3+. The mean pressure gradient remained unchanged at 8-9 mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis cannot be determined. The worsening mr was due to progression of disease. Although a conclusive cause for the reported mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.